Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
One resolute integrity coronary drug eluting stent was attempted to be used to treat a moderately tortuous lesion with 70% stenosis in the mid left anterior descending (lad) artery. The device was inspected prior to use with no issues noted. Negative prep was not performed. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device and excessive force was used during delivery. It was reported that stent deformation occurred in vivo during positioning. The procedure was completed using another medtronic stent. It was stated that the event was due to use of the device in a difficult lesion morphology/ anatomy. No patient injury reported.

Manufacturer narrative:
Product analysis summary: images confirm the presence of diffuse stenotic disease throughout the mid lad and rca. A previously deployed stent can be observed in the proximal lad. Delivery and deployment of a stent in the lad can be observed. Images do not capture pre-dilation. Improved blood flow can be seen at the implantation site. Wiring and inflation of a balloon in the ramus can be observed. Images confirm the presence of stenotic disease in the lad, however the attempted unsuccessful delivery and reported stent deformation is not captured on the images provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: a kink was evident on the hypotube. The stent had moved distally on the balloon with distal stent wraps over the distal markerband. Crimp impressions were visible on the exposed balloon surface. Deformation was evident to the proximal stent wraps with struts raised and overlapping. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
One resolute integrity coronary drug eluting stent was attempted to be used to treat a moderately tortuous lesion with 70% stenosis in the mid left anterior descending (lad) artery. The device was inspected prior to use with no issues noted. Negative prep was notperformed. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device and excessive force was used during delivery. It was reported that stent deformation occurred in vivo during positioning. The procedure was completed using another medtronic stent. It was stated that the event was due to use of the device in a difficult lesion morphology/anatomy. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.